Manufacturer narrative:
(B)(4).

Event description:
Pt reported that the dexcom g6 app shows an error "the dexcom cgm app is no longer working correctly, delete the dexcom app and install it again. Go to your play store, download the dexcom app and login." The error pops up everytime she opens the dexcom g6 app and the app no longer functions since the cgm readings stopped.